Event description:
Per attached acknowledgment and receipt form for the leep product recall, account indicated an adverse event- skin burn from patch- please see attached. 1216677-2022-00112 leep precision intg sys lp-10-120 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is investigating the reported conditon.

Manufacturer narrative:
Investigation. X-review DHR. X-inspect returned samples. Analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 03/23/2018 under wo# (B)(4) & (B)(4) and shipped on 04/11/2018. Manufacturing record review: dhrs (B)(4) & (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the unit was returned on RMA #330754 on 04/18/2022. Visual evaluation: complaint unit was identified as a recall unit and processed accordingly. No additional evaluation is required as the issue has already identified this unit as a potentially affected. Functional evaluation: complaint unit was identified as a recall unit and processed accordingly. No additional evaluation is required as the issue has already identified this unit as a potentially affected unit. Root cause: the failure mode on other units was determined to be due to a lack of isolation from the cut signal when operating the coag function. This unit has been identified as a recall unit. Pertaining to the complaint for burnt leg: the unit was repaired and tested with no indication the patient pad testing was suspect. No other information is available but a potential contributing factor may lay in the set up at the time of use or how well the pad was secured to the patient leg. *correction and/or corrective action the units' board (p/n 300788-r) was update to the latest revision under wo #(B)(4), tested to specifications and returned to the customer. Additional corrections in regard to CAPA 744 was the release of ecn 24379, updating a test procedure, re-working relevant units in wip and recall 1216677-09-03-2021-003 was initiated.

Event description:
Per attached acknowledgment and receipt form for the leep product recall, account indicated an adverse event- skin burn from patch- please see attached. 1216677-2022-00112 leep precision intg sys lp-10-120 e-complaint-(B)(4).